Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5 describe event or problem. H6 impact codes. H6 evaluation method codes. H6 evaluation conclusion code. A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported via clinical study that heart failure occurred. The patient was enrolled in the disrupt af study and underwent a pulse field ablation (pfa) procedure and concomitant left atrial appendage closure procedure. The pfa portion of the procedure was performed using a farawave catheter. Sixty four (64) applications of pfa for pulmonary vein isolation (pvi) were completed for the treatment of persistent atrial fibrillation. The procedure was completed. At an unspecified time post index procedure the patient experienced acute diastolic heart failure and diuresis and required hospitalization. It was further reported the patient received aggressive diuresis with intravenous furosemide which was later transitioned to oral torsemide. The patient was discharged five (5) days post index procedure.

Event description:
It was reported that heart failure occurred. The patient underwent a pulse field ablation (pfa) procedure and concomitant left atrial appendage closure procedure. The pfa portion of the procedure was performed using a farawave catheter. Sixty four (64) applications of pfa for pulmonary vein isolation (pvi) were completed for the treatment of persistent atrial fibrillation. The procedure was completed. At an unspecified time post index procedure the patient experienced acute diastolic heart failure and diuresis and required hospitalization.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.